Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose value of 400, 497 and 410 mg/dl. Patient's other blood glucose value: 102, 160, 495, 300 to 524. The customer was treated with manual injections and pump. Customer alleged the pump for under delivering insulin. Customer declined to troubleshoot for their blood glucose levels. The device is not expected to be returned for analysis.